Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event could not be confirmed, it appears that the patient's stenosis was likely caused by the calcified valve leaflets. It was also reported that the patient expired post-operatively. There is currently insufficient information to conclusively determine that cause of the patient's death. There have not been any allegations of a malfunction or deficiency related to the implanted valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years due severe mitral stenosis with calcification. Per the op report, there was severe calcification of all three leaflets with one of the leaflets totally calcified and not mobile. The effective orifice was less than 1 cm. The device was replaced with a new edwards bioprosthetic valve. Unfortunately, it was noted that the patient was seen and examined postoperatively and was unresponsive in bed. No spontaneous respirations observed or auscultated. Asystole on tele. No heart sounds on ausculation, peripheral pulses, corneal reflex, nail bed pain reflex, or pupil light reflex. The patient expired at 12:20 on pod #1. No other details provided.